Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the screen went out and the alarm sounded due to a faulty printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing for a therapeutic laparoscopic procedure, his olympus high flow insufflation unit¿s screen went out and the alarm sounded. According to the initial reporter, the intended procedure was completed without patient harm by using another unit.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and caused the reported display failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.